Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemi colectomy procedure, when the product was opened the instrument fell apart in the scrub nurses hands so was not used on a patient at all. They used another device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the plastic housing of the anvil side of the stapler was disengaged from the anvil. The loading unit displayed a full complement of staples and the interlock was set. Microscopic inspection of the knife blade displayed no damage. The handle was reattached to the stapler and the single use loading unit (sulu) was reset for functional testing. The sulu and instrument were applied to appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.